Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received that a "no disposable" alarm was unable to be resolved. It was reporter that the cassette had 12.8 ml of remodulin remaining and, pump rate was 46 ml per 24 hours. Per reporter, the patient will mix new remodulin cassette. No adverse patient effects were reported. Per reporter no additional details were provided.